Manufacturer narrative:
The five samples received are new and sealed for analysis. Packaging seemed to be intact, and no damage was observed. Functional and visual tests were done, but the reported issue could not be duplicated. No deflation or leaks could be observed on any of the pieces. No non-conformities were identified that may have contributed to the reported complaint.

Event description:
It was reported there was reintubation due to persistent cuff leak and concern over cuff integrity, repeated inflation of pilot balloon and subsequent loss of pressure. There was patient involvement. There no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.